Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while burring distal femur during a cori assisted tka surgery, surgeon complained it was significantly slower to remove bone. It was spinning but not going through the bone. On the screen the resection stayed pink. It did remove some softer bone but not much. It was observed it was spinning slower and counter clockwise. Surgeon decided to stop burring and navigate a distal femoral cut block to finish the resection with sawblade. Visualizer showed cut was still to plan. The surgeon used the tibial cut block instead of his standard ¿burr all¿ while burring the post holes, it was remarked it felt like it was inserting a screw with the power on reverse. It went very slowly but did not complete it. No delay was reported as a consequence of this issue. No further complications were reported.

Event description:
It was reported that, while burring distal femur during a cori assisted tka surgery, surgeon complained about the real intelligence robotic drill, because it was significantly slower to remove bone. It was spinning but not going through the bone. On the screen the resection stayed pink. It did remove some softer bone but not much. It just did not cut. It was observed it was spinning slower and counter clockwise. Surgeon decided to stop burring and navigate a distal femoral cut block to finish the resection with sawblade. Visualizer showed cut was still to plan, and no additional or undesirable cuts were made. The surgeon used the tibial cut block instead of his standard ¿burr all¿ while burring the post holes, it was remarked it felt like it was inserting a screw with the power on reverse. It went very slowly but did not complete it. The procedure was completed with the cori assistance as per plan. No delay was reported as a consequence of this issue. No patient complications were reported.

Manufacturer narrative:
H10: additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the real intelligence robotic drill was spinning, but not going through the bone. It did remove some softer bone but not much, because it just did not cut. It was also confirmed that the procedure was completed with the cori assistance as per plan, without performing any additional or undesirable cut. Therefore, the reassessment determined that the issue does not meet the threshold for reporting and that this is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.